Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a planned right ventricular (rv) lead revision. Device interrogation prior to procedure revealed 15 high ventricular rate (hrv) episodes recorded with noise seen on the rv lead. The oldest episode was (B)(6) 2020, and the most recent episode was (B)(6) 2020. Multiple automatic mode switch (ams) episodes were also noted, and review of those episodes showed no ventricular pacing at that time. The patient was reportedly feeling okay recently and wondered if the surgery was needed. The physician elected to not proceed with the surgery. The patient was stable before, during, and after device interrogation and would be monitored.